Manufacturer narrative:
The company representative was able to confirm and replicate the reported issues. The fluidics module (fm) and lamps were both replaced to address the issue. The fm was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The fluidics module was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a system and tested. The reported event was confirmed. The root cause was determined to be the non-conforming ribbon cabling (on the infusion manifold). The root cause of the reported ¿fluid/air exchange issue¿ is attributed to nonconforming ribbon cable on the infusion manifold of the fm. The root cause of the reported issue of the ¿illuminator bulb¿ is attributed to nonconforming xenon lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that an ophthalmic operating console had a fluid to air exchange issue and both illuminator bulbs were not working during the vitrectomy surgery. The procedure was completed on the same day by manual gas exchange.

Manufacturer narrative:
The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported ¿fax issue¿ is attributed to nonconforming fluidics module. The root cause of the reported ¿illuminator bulb issue¿ is attributed to nonconforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).